Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that the patient had the inferior vena cava (lvc) filter implanted in 2002. The patient had a computed tomography (CT) scan of the abdomen on (B)(6) 2013 which showed the ivc filter with a large right lateral ventral abdominal wall mass. The patient also had a CT scan on (B)(6) 2017 which showed the ivc filter in place with apex located 5 mm above level of renal veins. No filter tilt was identified. There was a perforation of the filter struts extending 3 mm beyond the wall of ivc. No adjacent organ involvement was identified and the filter struts were intact.

Manufacturer narrative:
Event date: updated from 02/01/2020 to (B)(6) 2017. Date of implant: exact date is unknown; therefore, date is approximated.